Event description:
Add'l info rec'd from MFR 7/3/01: MFR notes that the description is incorrect in that artglass is not a "porcelain crown". It is MFR's determination from the info available that the matter described is not reportable. MFR fully and completely supports their products and is always interested in knowing about anyone encountering any difficulties using artglass materials. If MFR had been made aware of dr's concerns and had been provided with detailed info, MFR would have been able to assist them in using the materials in the prescribed manner.

Event description:
This crown material fractures. It does not hold up to forces (normal) applied to teeth. Fractured "porcelain" crowns results in: 1. Danger to pt health as they may swallow parts and/or break other theeth. 2. Medical retreatment of crown subjects pt to the normal risks associated with dental treatment.